Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Blue tip from tibial impactor for mako pka came detached during impaction of trial tibial baseplate.

Manufacturer narrative:
An event regarding disassociation involving a mako impactor was reported. The event was not confirmed. Device evaluation and results: the device was returned in used condition and showed the impactor head was detached from mako impactor. There are scratches and gouges on the bottom and sides of the impactor. Examination of the returned device with material analysis engineer indicated that the damage consistent with in-service use observed. Medical records received and evaluation: not performed as medical records were not received and patient factors didn't contribute to the event. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event could not be confirmed as the blue tip is a removable component. No further investigation for this event is possible at this time. If additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Blue tip from tibial impactor for mako pka came detached during impaction of trial tibial baseplate.